Event description:
It was reported that difficulty advancing and a catheter kink occurred.. The patient was selected for a transcatheter aortic valve implantation (tavi) procedure due to aortic stenosis. The aorta and annulus were heavily calcified. The sinotubular junction (stj) was narrow. The native aortic valve was 20mm in diameter. A 23mm lotus edge valve (lot: 25066911) was advanced and difficulty locking occurred. The first lotus edge valve was re-sheathed and pulled back into the aortic arch to relieve tension. After several re-sheaths were performed a twisted post was observed. The first lotus edge valve was resheathed and removed. A second 23mm lotus edge valve (lot: 25144805) was advanced. The patient's aortic arch was angled and it was difficult to advance the second lotus edge valve. A buddy wire was used to straighten the anatomy. A kink was observed on the second lotus edge valve when it was in the aortic arch. The second lotus edge valve was removed from the patient. A 21.5mm non-boston scientific valve was implanted with a good result. There were no patient complications.

Manufacturer narrative:
H3: device eval by manufacturer? The device was returned unsheathed with the handle in the starting position. A minor delivery system compression was noted at 4cm proximal from the tip of the outer sheath and extending proximally for 4cm. All ports were flushed with 15mls saline and the valve was sheathed without issue. The device was unsheathed, locked and released without issues. No other issues were noted with the device during analysis. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. The media review is consistent with the reported event. A lotus edge valve is advanced to the annulus and is unsheathed. On initial unsheathing the center post appears to be twisted as a portion of the post is not visible. The catheter is not centralized in the anatomy as it is biased towards the inner curvature of the anatomy. A partial resheath is performed, however, the center post remains twisted. Further resheaths are performed and the valve is brought towards locking with the twisted post. There is no evidence of an attempt to better centralize the catheter in the anatomy. The device is fully sheathed and removed as the post is persistently twisted. A second lotus edge valve device is observed at the arch. The device appears to be kinked in the region of the valve at the inner curvature. The radiopaque marker is evident on the outermost curvature as the device is seen at the arch. The remaining images provided for review show the implantation of a non-bsc valve.

Event description:
It was reported that difficulty advancing and a catheter kink occurred. The patient was selected for a transcatheter aortic valve implantation (tavi) procedure due to aortic stenosis. The aorta and annulus were heavily calcified. The sinotubular junction (stj) was narrow. The native aortic valve was 20mm in diameter. A 23mm lotus edge valve (lot: 25066911) was advanced and difficulty locking occurred. The first lotus edge valve was re-sheathed and pulled back into the aortic arch to relieve tension. After several re-sheaths were performed a twisted post was observed. The first lotus edge valve was resheathed and removed. A second 23mm lotus edge valve (lot: 25144805) was advanced. The patient's aortic arch was angled and it was difficult to advance the second lotus edge valve. A buddy wire was used to straighten the anatomy. A kink was observed on the second lotus edge valve when it was in the aortic arch. The second lotus edge valve was removed from the patient. A 21.5mm non-boston scientific valve was implanted with a good result. There were no patient complications.